Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hepatectomy. According to the reporter: a patient was undergoing a right hepatectomy. A covidien gia universal stapler with 45 2.5mm articulating vascular stapler was being used to divide the right hepatic vein. After firing, the stapler would not open and could not be released from the tissue. The stapler had to cut from the right side of the inferior vena cava which resulted in a tear in the vena cava and significant blood loss. Patient was ventilated and having 15 units of blood given. Another anesthetic consultant and registrar were called into the case and another hepatobiliary surgeon, as well as extra theatre nurses. She was then in ICU for a couple of days. Tissue loss = tissue was left in the staplers jaws. Surgical time was extended by more than an hour possibly 2 hours. The patient was reportedly stable, following ICU and discharged home no reinforcement material used in conjunction with the stapling device.